Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 28march2019. Philips technical support recommended to customer to replace the central processing unit)cpu). Customer replaced the unit's cpu to resolve the reported issue.

Event description:
Customer contacted technical support (ts) stating hat unit had error code message of backup alarm failed. The customer reported there was no patient involvement. Event date not specified, estimate used.